Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: first mentor siltex round moderate profile 375cc saline prothesis, catalog: 3542660, lot: 6879220. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, two mentor siltex round moderate profile 375cc saline protheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. As a result, this will be conservatively reported to FDA. This report is for second of the two prostheses. See manufacturer report number 1645337-2018-04854 for the first prosthesis.

Manufacturer narrative:
Mentor mistakenly reported this device as a mentor siltex round moderate profile 375cc saline prothesis. On (B)(6) 2018, mentor learned that the identity of this device is unknown. Brand name: unknown mentor breast prosthesis procode: unk common device name: unk catalog: blank serial: blank lot: blank unique identifier (UDI): blank PMA/ 510(k): blank since no lot number was provided, no device history record (DHR) review could be performed. Device evaluation summary completed on (B)(6) 2018: the device was received at mentor without fluid nor complaint information attached and could not be associated with an existing complaint. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. There is no root cause since no anomaly was reported and no issues/damages were observed. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, one mentor siltex round moderate profile 375cc saline protheses and one unknown mentor breast prosthesis were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. As a result, this will be conservatively reported to FDA. This report is for second of the two prostheses. See manufacturer report number 1645337-2018-04854 for the first prosthesis.